Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 128 ohms. No further tests were performed and the physician has opted to continue to monitor the patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the a 41 joule commanded shock to test the integrity of the system was performed and yielded a measurement of 103 ohms. Subsequently the physician opted to monitor the patient. And the crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead shock impedance measurement had gone back to within normal limits at around 90 ohms. However it increased again to 147 ohms. Boston scientific technical services (ts) was contacted and suggested further investigation and testing due to the high shock impedance measurements. Ts suggested performing a 41 joule shock to test the integrity of the system. At this time no further testing has been performed and the crt-d and rv lead remain in service. No adverse patient effects were reported.